Event description:
During procedure, an ultrasound probe was used and metal shavings were seen in the abdomen through video monitor. The surgeon flushed out the shavings at the end of the procedure, no delay to case, no excessive blood loss, no apparent harm to patient.